Manufacturer narrative:
D9: product received date 2/21/2025. H3: one device was returned for analysis with complaint that cassette sensor was defective. There was no event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. The downstream occlusion (dso) seal was lifting and upon removing dso seal, the dso sensor was contaminated with fluid ingress. Replaced dso sensor and seal. Calibrated dso sensor. Updated software to the latest version and reset to standard configuration. Device passed all test criteria.

Event description:
It was reported that "cassette sensor defective". Status of the product at time of event was during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.